Event description:
Customer called in stating that meter is reporting false results. Custoemr just got out of the hosp, and had almost gone into a coma, because of their meter. Their meter read over 100 points difference than the hosp. An eval of the system was conducted over the phone, which determiend that the meter's electronics were functioning properly. Customer asked to return meter for further eval, and a replacement was provided.